Event description:
It was reported that the insulin gauge was inaccurate and a minimum fill notification occurred after the user filled the cartridge with 180.43 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred, as well as a, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was 210 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.